Manufacturer narrative:
(B)(4). Date sent: 04/17/2020. Additional information received: the staple line was distorted not clean staple line formation. B-formed staple was not observed as such. Staple line was not clean. It did fire completely but firing force was very high. Staple cut line and cut line length was not observed.

Manufacturer narrative:
(B)(4). Batch # r5a75j. Device analysis: the analysis found that one ntlc55 device was returned with no apparent damage, mixed halves and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. It was noted that the "doghouse" component of the cartridge was damaged, making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded), and then closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: the force to fire the reload on the ntlc gun was more than usual and was unable to deliver the consistent staple line and cut line. Even post firing the firing knob was very hard to return to the original position. No patient consequences reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please describe what was meant by ¿unable to deliver the consistent staple line¿? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did the device fire completely (full length of 55 mm)? Were the staple line and cut line equal in length?

Event description:
It was reported that during a gastrectomy, the gun failed to fire properly leading to 2 sr55 reloads misfire due to excessive force required to fire the gun. The surgery was delayed by 45-minutes. The procedure was completed successfully by hand suturing.